Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately six and a half (6.5) years post initial procedure reintervention was performed to treat a type ia endoleak with implant of two (2) afx vela suprarenal. This was previously reported under MFR# 2031527-2018-00609. Approximately three (3) years post-secondary procedure, the patient underwent an additional reintervention to treat a ruptured aneurysm with a type ia endoleak. It was also reported that the proximal extension had moved distally. Reintervention was completed successfully with implant of an additional afx vela suprarenal. The patient is reportedly doing well.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately six and a half (6.5) years post initial procedure reintervention was performed to treat a type ia endoleak with implant of two (2) afx vela suprarenal. This was previously reported under MFR# 2031527-2018-00609. Approximately three (3) years post-secondary procedure, the patient underwent an additional reintervention to treat a ruptured aneurysm with a type ia endoleak. It was also reported that the proximal extension had moved distally. Reintervention was completed successfully with implant of an additional afx vela suprarenal. The patient is reportedly doing well. Additional information: a clinical assessment determined that there was evidence to reasonably suggest a sac growth of 23mm. Also a non endologix stent was placed during the tertiary endovascular procedure for a right external iliac artery occlusion that was not related to the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak, migration of the suprarenal proximal extension of 23mm, rupture, and tertiary endovascular procedure were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac growth of 23mm also occurred. The most likely causation for the type 1a endoleak and migration is user-related. The neck length was off-label at 11mm where it should be equal to or greater than 15mm. The procedure-related harm identified was acute kidney injury. The final patient status was reported as discharged on the sixth postoperative day in stable condition to a skilled nursing facility. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6 evaluation result codes; remove 3233; h6 evaluation conclusion codes; remove 11.